Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, data was received and downloaded. A review of the downloaded data log confirmed the reported event of inaccurate blood glucose values.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient made an appointment with his endocrinologist on (B)(6) 2014. Endocrinologist advised patient to contact dexcom. The patient did not report injury or further medical intervention.